Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Review of clinical record indicated the patient experienced signal acquisition issue. In turn, right heart catheterization took place and subsequently, new sensor was implanted in left pulmonary artery. Reportedly, the issue is resolved. The patient is a clinical study patient and the issue is possibly related to the device.